Event description:
It was reported that the patient had an inflatable penile prosthesis pump and cylinder explanted and replaced due to cylinder fluid loss and pump malfunction. No further patient complication were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72403354 328665006 cxm 14cm device impotence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an inflatable penile prosthesis pump and cylinder explanted and replaced due to cylinder fluid loss and pump malfunction. No further patient complication were reported in relation to this event.